Manufacturer narrative:
The results of the investigation were inconclusive as the device was not returned for evaluation. Additionally, no batch/lot number was provided, so the device history record could not be reviewed. The issue will continued to be monitored via trending.

Event description:
Medwatch form mw5105920 was received on (B)(6) 2022. "It was reported an acumed 2.0 drill bit tip broke off in a patient's left clavicle. FDA safety report ID # (B)(4)." The initial reported was contacted, and it was determined that contact was no longer working with the facility. Follow up attempts with other employees of that facility determined they had no additional information available regarding this event.